Event description:
Three uterine manipulators were opened at the beginning of a robotic hysterectomy. All three were faulty and the balloons would not inflate and deflate properly. Ref reports: mw5167046, mw5167048.